Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lcb (light carrying bundle) broken, the lcb distal cover glass broken, the suction channel buckled, the air/water nozzle clogged, the lg connector corroded, the brand plate missing, the root brace rubber (insertion flexible tube) cut, the remote control buttons cut, the insertion flexible tube worn out, the distal body worn out, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the serial number plate worn out, and the segment hard to move; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).